Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 16cm-17cm depth markings. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ the damage was centered about a permanent kink impression ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
The patient got the PICC implanted (B)(6) 2018 and explanted 26/3 2019 leakage. The catheter have been used the whole caretime and have been used as normal. It have been used with epirubicin and cyklofofamid 4 times and docetaxel 4 times. The patient was not hurt from treatment/PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2532 showed one other similar product complaint(s) from this lot number.

Event description:
The patient got the PICC implanted (B)(6) 2018 and explanted (B)(6) 2019 leakage. The catheter have been used the whole caretime and have been used as normal. It have been used with epirubicin and cyklofofamid 4 times and docetaxel 4 times. The patient was not hurt from treatment/PICC.